Manufacturer narrative:
Three lenses were received in an open lens case. The parameters of the three lenses were measured and a visual inspection was performed. The three lenses met company standards for base curve, center thickness, and diameter. Two lenses measured within specification for power and axis for the patient's od prescription (-3.00; -1.75 @ 90). One lens measured within specification for the patient's os eye prescription for power (-0.98) and axis (109). (Patient's os prescription: -1.00; -1.75 @ 110). No visual attributes were revealed. If any further relevant information is received, a supplemental report will be filed. Section h - 6: code 10 - testing of actual/suspected device and code 67 - no problem detected.

Event description:
On (B)(6) 2018, a patient (pt) reported experiencing stinging while wearing acuvue® oasys® for astigmatism brand contact lenses (cl). The pt was wearing the new suspect cl for approximately 2 weeks. The pt visited the eye care provider (ecp) and was told there was an ¿infection¿ in the right eye (od). The pt was prescribed dexamethasone for one week and the ¿infection¿ resolved. The pt resumed cl wear and reported that the od was fine. On (B)(6) 2018, additional information was received from the pt: the pt reported that the date of event was (B)(6) 2018. The pt noted that if felt like something was under the cl. The pt was prescribed tobradex to use for one week and was told that after that the pt could return to cl wear. The pt had a follow-up visit on (B)(6) 2018 and was informed by the ecp that there were no signs of infection and was cleared to resume cl wear. The pt admitted to sleeping in cls. On (B)(6) 2018, medical records were received from the pt: pt was seen by the ecp on (B)(6) 2018 with complaints of sty on outer corner of upper lid od, irritation, foreign body sensation, pain, redness; ¿current medications: tobramycin 0.3% -dexamethasone 0.1% eye drops, suspension ¿ start date (B)(6) 2018¿; pt's exam revealed bulb conj injection 2 od, nuclear sclerotic cataract 1 od, cornea sei2 od, epithelial infiltrates and corneal haze superior nasal od, limbal injection od, moderate lid wiper epitheliopathy od; pt was diagnosed with corneal disorder due to cl od, cl keratitis od; care plan - ¿recommend tobradex q2h x 2 days then qid x 5 days. Rtc if symptoms worsen or do not resolve within 1 week, otherwise mtr prn. Stressed importance of not wearing cl until this resolves completely.¿ multiple attempts have been made to the treating ecp for additional medical information. No further information has been received. The suspect cl was received, however evaluation is still in progress. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003gnh was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.